Event description:
ICD lead was inserted into the right ventricle and the screw-in function of the lead malfunctioned and would not deploy. The lead was removed without incident and replaced with a new lead.